Event description:
It was reported that the patient was experiencing pain at the ipg site related to the previous ipg replacement procedure (MFR report number 3006630150-2020-02542). The patient was prescribed with aleve for pain and was still under observation. The physician informed the patient that the pain was inflammation and scar tissue formation. Additional information was received that the patients pain was kept under control with the prescribed aleve.

Event description:
It was reported that the patient was experiencing pain at the ipg site related to the previous ipg replacement procedure (MFR report number: 3006630150-2020-02542). The patient was prescribed with aleve for pain and was still under observation. The physician informed the patient that the pain was inflammation and scar tissue formation.